Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at an unknown dose/concentration via an implantable pump for spinal pain indications. It was reported by the patient they just spent 'the worst 24 hours of my 74 year life'. Also, the patient stated that through a series of errors and issues, the pump was allowed to run dry and 'I suffered through withdrawal symptoms'. This had not happened to the patient in 8 years that they have had the pump so the patient did not recognize the warning tones. The patient's symptoms 'got so bad' that they were brought to the hospital. Once there, the emergency room healthcare professionals 'had no idea what that tone was coming from the pump'. After 10 hours, a nurse contacted the patient's pain clinic and it was finally determined what was going on. The doctor immediately gave the patient an injection of morphine and the withdrawal symptoms subsi ded. The patient was then released to travel an hour to their pain clinic to have the pump refilled. The patient stated that they would have liked something to help their healthcare providers identify their issues with 'a simple instruction sheet showing symptoms /maintenance and treatment for withdrawal would have helped'.